Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl and 55 mg/dl and also a high blood glucose of 350 mg/dl to 400 mg/dl when they took their meals. The customer was assisted with troubleshooting for the low readings. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 199 mg/dl at the time of the call. Customer stated they were disconnected during rewind/prime sequence and that insulin pump programming was accurate. The customer also stated that the reservoir was showing the same amount of insulin in the status and that the insulin pump was not exposed to strong magnetic fields. There was no indication that the insulin pump over delivered insulin but the customer stated that they no longer felt comfortable with the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with scratched case.